Manufacturer narrative:
The customer was sent a replacement breast pump. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated she has had chronic trouble with plugged ducts since very early on. She was prescribed antibiotics, amoxicillin, once for presumed mastitis, and since then has gotten plugged ducts a couple of times per week which she has treated aggressively to avoid mastitis. She also stated that she changed her breast shield size and feels much better. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product was received on 07/08/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service that suction on her pump in style breast pump was low, causing her to have plugged ducts which eventually led to mastitis, for which she was prescribed an antibiotic.